Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism and proximal conductor (not obstructed). Visual inspection noted the lead had been stretched so the inner tubing buckled and prevented the helix from functioning properly. Helix was distorted/bent. Damage at implant noted.

Event description:
It was reported, during the implant procedure, the helix was unable to be retracted. Consequently, this lead was removed. No patient complications have been reported as a result of this event.